Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. During the revision the surgeon noticed that the kinectiv neck had been in contact with the liner and the shell which caused the liner rim to fracture.